Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, or verify compromised force sensor system alarm due to motor error alarm. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The pressure sensor stopped working and insulin kept pushing out. The customer went through 200 units of insulin, while trying to get the insulin pump to work. Customer's blood glucose level was between 150 mg/dl and 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.